Event description:
It was reported that the 9800 system made a snapping noise and had a black spot on the image during a case. Also the collimator closed down at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator wiring was repaired. The high voltage cable, camera, and x-ray tube were replaced during the service call. The system was tested and found to be working as intended and placed back into service.